Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) an arc was heard coming from the electrode pads on the third shock and the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.